Event description:
Kimberly-clark received a report stating in three days the distal part of cuff was partially detached, consequently the patient needed re- intubation. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Event description:
Customer states that she attempted to test on the aviva meter, but obtained an error within specifications (e-9). Customer took her regular amount of insulin even though she was unable to test (30 units novolog and 65 units lantus). At lunch, the customer again took 30 units of novolog without testing. Customer felt low blood sugar symptoms at 4:15 p.m. And was treated by her daughter with a sandwich and a soda. Customer feels fine now. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.